Manufacturer narrative:
Testing of the companion samples from lots r7h067, r7e034 and r7d109 did not produce leaks in the blood pump segment tubing. Co is unable to confirm the complaint citing weakened areas in the pump tubing segment. The complaint also stated that the surface blemishes and minor dents were noted on the pump segment. These surfaces blemishes are caused during the extrusion process. As the tubing exits the extruder die it enters water tanks that cool the tubing. If tubing is not completely submerged in the water, surface blemishes are formed on the tubing. The extrusion department will correct the problem to ensure that the tubing is completely submerged in water. The dents are caused when the rigid components on the bloodline come into contact with the flexible tubing and create a dent or crease. New packaging configurations have been implemented to reduce or eliminate the problem. Co will continue to monitor this area closely.

Event description:
Facility reports that they have been noted visible imperfections on the bloodline. They report 4 incidents where a tear or cut developed in the bloodpump segment of the line during treatment and the pt experienced a bloodloss greater than 200cc. Each pt event will be reported separately. The hct pre event was 31.3 and post event 30.5. No transfusion was needed. No medical intervention was required. The facility administrator reports that the possibility of the blood pump causing the damage to the line is also being investigated. The actual sample is not available for evaluation. The facility is not certain of the specific lot number involved in this incident. It is likely to be either r7h067, 7d109, or r7e034. Samples of these lot numbers are being returned to the mfg site for evaulation. The same problem has been occurring with identifiable lot numbers and these will be evaluated. A mailer with labels and instructions has been sent.